Event description:
The facility reported an infusion pump with an 812:02 failure code. Information was requested by baxter regarding whether or not the pump was in use on a patient when the failure occurred, specific patient information whether or not there was a report of medical intervention or patient injury, pump programming and set-up information, tubing product code and lot number in use and the medication involved if applicable, but no additional information was available.